Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-responsive touchscreen) was investigated. As received, the monitor was unable to power on. Upon evaluation, the computer/analog (ca) board was damaged. The cause of the failure was the damaged board. The cause of the damaged ca board was high voltage that traveled to low voltage circuitry. The root cause cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor's touchscreen was non-responsive.